Manufacturer narrative:
Biopatch is sold sterile and non-sterile where bioburden has always been below 10 colony forming units. Since product was not available for return and evaluation, nor was the lot number of the involved product provided, product sterilization and device history records were reviewed from jan 2005 to march 2007 for all biopatch products. No anomalies or product issues have been reported during the manufacturing process operation. Although the age of the patient is unknown, it has been reported that they were all greater than 34 weeks gestation. According to the product package insert, it states: "the safety and effectiveness of biopatch antimicrobial dressing has not been established in children less than 16 years of age." The directions for use further states, "generalized allergic reactions are very rare, but if any such reaction occurs, discontinue use of the dressing immediately." The distributor is working with the medical center and has provided literature regarding the use of the product. The current incidence rate for biopatch is 0.0005%. See scanned page.

Event description:
It has been reported by the nurse from the reporting facility that infant patients who have undergone cardiovascular surgery and had biopatch applied have developed wounds under the biopatch. These patients have multiple biopatch dressings applied. Wounds/rashes have developed under biopatch placed in the femoral area, except for one case. In cases, the catheter was in the femoral site and in the the last case, the catheter was in the radial site. The skin preparation used at the hospital is chloraprep (swabs) and they are aware that the chloraprep must be allowed to dry before applying biopatch. The biopatch is usually placed in the or, or as soon as possible in the ICU. The biopatch is affixed to the patient via application of a transparent film dressing. Over the course of the past year, the facility has used several brands of transparent film dressings including opsite flexigrid, primapore, and sorbaview (earliest to most recent). The nurse stated that they were planning to switch brands again to a film dressing which has an adhesive coating only around the edges and not in the middle portion of the film. In describing the cases, the nurses sated that she thinks the nurses may have applied the transparent film dressing too tightly over the biopatch because upon removal, the shape of the biopatch was imprinted in the skin and many of the patients had third-spaced fluid. It was further stated that there was a lot of oozing of fluid from the insertion site due to the fact that these were all large bore catheters in very small patients. It was her opinion that the oozing fluid and moisture may have contributed to the skin breakdown beneath the biopatch. Additionally, it was mentioned that there were cases where urine and stool had contaminated the site due to lifting/loosening of the transparent film dressing. The patients' skin reactions were described as far more than a simple redness or excoriation; skin was broken, "like a stage 2 pressure ulcer" and in about half the cases the wound appeared as an actual cavity. All of the wound sites were cultured to direct antibiotic therapy and it was recalled that staphylococcus was present in many of them (it is undefined whether staph aureus or epidermidis). Wounds did not occur on other areas where biopatch was applied on the same patient. The resultant wound sites were treated in a variety of ways (without removing the catheter), including topically with a silver dressing such as contreet or aquacel ag. Enzymatic debriding agents and wet-to-dry dressings. In several cases where the catheter did have to be removed, the wounds were treated with topical negative pressure therapy (vac; kci). In all cases, the wounds improved or healed completely.